Event description:
The customer reported that during a ectopic pregnancy case, the device jaws could not be re-opened while applied to the fallopian tube. The surgeon used another device to seal around the jaws and then removed them. There was no patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.